Event description:
Reporter noted left breast implant deflation following a shower. They experienced buring sensation and discomfort and sharp pain. Reporter has appointment with md today to evaluate problem. Reporter is concerned that they did not receive info on risks and all that is involved with this type of surgery. They received handbook on breast implants based on their own research following the surgery.